Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and stress urinary incontinence ("urinary stress incontinence"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, and right salpingo-oophorectomy). At the time of the report, the pelvic pain and stress urinary incontinence was resolving. The reporter considered pelvic pain and stress urinary incontinence to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy and salpingectomy. Concurrent conditions included morbid obesity and endometriosis. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / weight gain / loss (specify which one)") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stress urinary incontinence ("urinary stress incontinence"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("severe abdomen pain") and pyrexia ("fever"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy and right salpingooophorectomy,sinus surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, weight increased and cystitis had resolved, the stress urinary incontinence was resolving and the rash, bladder disorder, urinary tract disorder, abdominal pain lower, abdominal pain and pyrexia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, pyrexia, rash, stress urinary incontinence, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: essure device was seated in place without difficulty. The patient tolerated the insertion and removal procedure well. On (B)(6) 2013- sinus surgery were performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Approximate weight at the time of essure placement 216 lbs. Current weight 240 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, stress urinary incontinence. Most recent follow-up information incorporated above includes: on 12-sep-2018: plaintiff fact sheet was received events added from pfs- bladder infection, lower abdomen pain, severe abdomen pain, fever. Events onset date & events outcome were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pelvic pain") and genital haemorrhage ("abnormal bleeding (general") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stress urinary incontinence ("urinary stress incontinence"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy bilateral salpingectomy and right salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and stress urinary incontinence was resolving and the genital haemorrhage, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered bladder disorder, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, rash, stress urinary incontinence, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.2 kg/sqm. Approximate weight at the time of essure placement 216 lbs. Current weight 240 lbs. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs and medical record received: reporter information, patient details, product information and events: abnormal bleeding (general), hysterectomy (full), apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes, bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.